Event description:
It was reported that when a patient received shocks for arrhythmia, some shocks were not effective enough to stop it. No electrical anomalies were detected. The patient was in good condition afterwards and will be scheduled for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.